Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The device was returned for evaluation but it was not possible to investigate the product. Confirmation of the complaint was undetermined . The root cause could not be determined.